Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the pacing lead impedance (pli) measurement of the right atrial (ra) lead for this pacemaker system was greater than 3000 ohms which was out-of-range. This triggered a lead safety switch (lss) from bipolar to unipolar sensing configuration. Technical services (ts) analyzed presenting electrogram (egm). While in unipolar configuration, there was oversensing of noise which resulted in multiple inappropriate mode switches as well as pacing inhibition greater than two seconds. Ts advised that the patient be brought to clinic for further evaluation and reprogramming. Health care professional (hcp) stated that the patient will be scheduled for further testing. No adverse patient effects were reported. Currently, this pacemaker remains in service. According to additional information, this patient was further tested in clinic. During testing, it was determined that the above anomalies were due to a fracture in the ra lead. The lead was surgically abandoned and replaced with a new lead. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the pacing lead impedance (pli) measurement of the right atrial (ra) lead for this pacemaker system was greater than 3000 ohms which was out-of-range. This triggered a lead safety switch (lss) from bipolar to unipolar sensing configuration. Technical services (ts) analyzed presenting electrogram (egm). While in unipolar configuration, there was oversensing of noise which resulted in multiple inappropriate mode switches as well as pacing inhibition greater than two seconds. Ts advised that the patient be brought to clinic for further evaluation and reprogramming. Health care professional (hcp) stated that the patient will be scheduled for further testing. No adverse patient effects were reported. Currently, this pacemaker remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the pacing lead impedance (pli) measurement of the right atrial (ra) lead for this pacemaker system was greater than 3000 ohms which was out-of-range. This triggered a lead safety switch (lss) from bipolar to unipolar sensing configuration. Technical services (ts) analyzed presenting electrogram (egm). While in unipolar configuration, there was oversensing of noise which resulted in multiple inappropriate mode switches as well as pacing inhibition greater than two seconds. Ts advised that the patient be brought to clinic for further evaluation and reprogramming. Health care professional (hcp) stated that the patient will be scheduled for further testing. No adverse patient effects were reported. Currently, this pacemaker remains in service.